Event description:
It was reported that a 33mm pericardial valve in tricuspid position was disabled via a valve-in-valve procedure after an implant duration of 7 years, 4 months due to severe stenosis and severe leaflet thickening. The patient presented with nyha iii. A 29mm transcatheter valve was implanted. As reported, the physician feels the surgical valve performed as expected.

Manufacturer narrative:
Additional narratives: there can be several root causes of leaflet thickening, such as early thrombosis, early endocarditis, or svd. Leaflet thickening may lead to regurgitation or stenosis. Surgical/percutaneous intervention may be indicated or required. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional narratives. Updated d4, h4, and h6 per new information received. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.